Manufacturer narrative:
Additional information was received on sep 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer and develop spot in each lung, rashes all over the body that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that there is broken ui (users interface) knob, missing sd cover, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like and contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on the top of the blower box lid and surrounding area, top of the blower motor and inside of the blower box, broken tab on blower cap. Piece laying under blower, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report. Section h6 (impact code) was corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer and develop spot in each lung. The medical intervention received in response to this event are currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.